Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 1 of 4 of treatment. The patient was connected during the incident. Fluid was noted to be leaking from the patient connector push pin. The patient explained that a portion of the catheter connection had broken. The patient was requested to reset up the cycler at at step 7 the patient explained that a part of the connection on her catheter was broken, the patient was advised to contact the on-call registered nurse (rn). There was no patient injury noted during intake. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient used a 12-inch stay safe luer lock catheter extension which disconnected from the tubing line and luer lock during an unknown phase and cycle of treatment and caused a fluid leak to occur. The patient was able to clamp off the line and was unable to complete their remaining treatment on the night of the reported event. Per pdrn the patient was requested to come into the clinic the following morning and was prescribed prophylactic medication (vancomycin, 2g, intraperitoneal (ip) as a precaution. Per pdrn the patient's extension set was replaced. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn stated the extension set was discarded and was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h6 health effect impact code.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 1 of 4 of treatment. The patient was connected during the incident. Fluid was noted to be leaking from the patient connector push pin. The patient explained that a portion of the catheter connection had broken. The patient was requested to reset up the cycler at at step 7 the patient explained that a part of the connection on her catheter was broken, the patient was advised to contact the on-call registered nurse (rn). There was no patient injury noted during intake. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient used a 12-inch stay safe luer lock catheter extension which disconnected from the tubing line and luer lock during an unknown phase and cycle of treatment and caused a fluid leak to occur. The patient was able to clamp off the line and was unable to complete their remaining treatment on the night of the reported event. Per pdrn the patient was requested to come into the clinic the following morning and was prescribed prophylactic medication (vancomycin, 2g, intraperitoneal (ip) as a precaution. Per pdrn the patient's extension set was replaced. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn stated the extension set was discarded and was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 1 of 4 of treatment. The patient was connected during the incident. Fluid was noted to be leaking from the patient connector push pin. The patient explained that a portion of the catheter connection had broken. The patient was requested to reset up the cycler at at step 7 the patient explained that a part of the connection on her catheter was broken, the patient was advised to contact the on-call registered nurse (rn). There was no patient injury noted during intake. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient used a 12-inch stay safe luer lock catheter extension which disconnected from the tubing line and luer lock during an unknown phase and cycle of treatment and caused a fluid leak to occur. The patient was able to clamp off the line and was unable to complete their remaining treatment on the night of the reported event. Per pdrn the patient was requested to come into the clinic the following morning and was prescribed prophylactic medication (vancomycin, 2g, intraperitoneal (ip) as a precaution. Per pdrn the patient's extension set was replaced. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn stated the extension set was discarded and was not available to be returned to the manufacturer for physical evaluation.